Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this patient was undergoing surgery as the right atrial had dislodged. This lead was successfully repositioned. No adverse patient effects were noted.